Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the patient went to the clinic and the nurse noticed the cassette does not have bubbles and with proper flick on the bubbles controller, there are still bubbles in the line. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: four picture samples were attached for evaluation. The complaint returned unit was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the samples that could cause the failure mode reported. In other analysis, in order to reproduces the failure mode reported for the customer a cassette product was taken from production floor and filled; the extension set was connected to the luer to perform a functional test primming using a cadd pump. The pump was set running and no alarms were activated, as well no air in line was detected; thus, the failure mode reported was not confirmed. No fault was found with the device. The root cause could not be determined since the complaint was not confirmed due to the fact the sample tested had successfully passed. No corrective action was required as the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).